Event description:
The customer reported that the system displayed shut down error messages. These were resolved by rebooting the system. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The interconnect cable was replaced during the service call. The system was tested, found to be working as intended and returned to service.